Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the contacts of the lead had high impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the contacts of the lead had high impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(4)). Device evaluation indicated that the complaints of high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is two cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture locations. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Review of the DHR revealed no anomalies.